Event description:
It was reported by phone, per the cardiac cath lab manager, that the patient was extremely ill. While in the cath lab the intra-aortic balloon (iab) was prepped per instruction. The med inserted the iab and the "pigtail three way stopcock fractured and blood was gushing out all over the place." The cardiac cath lab manager stated that they "made due and fixed it." The iab remains in the patient and the arterial pressure tubing will be returned for an evaluation.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.